Event description:
The reporter indicated that a 13.2mm vticmo_13.2,-13.0/2.0/75 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient'sleft eye (os) on (B)(6) 2024. The patient experienced excessive vaulting. Later that same day, the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).